Manufacturer narrative:
The hba1c reagent lot number and expiration date were not provided. The customer stated verbally that qc was out of range at the time of the event. The field service engineer found that the cause of the event was due to the rinse water getting the reaction cell. He checked and adjusted the reaction cell rinse water. He also ran reaction parts wash and cell blank. The engineer then performed system checks and verified that the instrument was performing within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant hba1c results from 1 patient sample tested on a cobas c513 analyzer commercial system. Initial result: 33.17 %. The customer noticed that the initial result was high and repeated the sample. No questionable result was reported outside the laboratory. Repeat result: 5.53 %. The repeat result of 5.53 % was deemed to be correct.